Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated about six weeks ago she had the flu and forgot to recharge her ins, and said it "went depleted." She said she is able to charge since then, mentioned just charged yesterday or today, but now it takes about six hours every day just to get enough charge so she can sleep through the night, when before was able to charge every 3-4 days. No further complications were reported. No patient symptoms were reported.